Event description:
Customer reported with an issue of the cables are worn. The issue found during an unknown event. There was no patient harm , no user injury reported. Device evaluation found clogged nozzle.

Manufacturer narrative:
Subject device inspection, service repair noted the cables worn and need to readjusted or replaced. In addition, the device nozzle was found clogged. In a follow up communication with the customer, service informed the customer about the findings. Follow up response , customer conveyed that they have received the findings and feedback from the customer reported that in connection with a defect found in repair center (nozzle clogged) does not result in any patient harm. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d9, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the air water nozzle unit was clogged with a foreign material. Additionally, the a-rubber adhesive was chipping, and the guide plate was damaged and deformed, and there was insufficient air or water flow; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing of the scope. Olympus will continue to monitor field performance for this device.